Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that a malfunction alarm occurred on the pump, with no events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical Support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.